Event description:
The customer reported that an error message displayed on the system, the collimation was too large, and the system was not producing any pictures.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep inspected the 9800 system and confirmed the problem. Upon boot up of system, it displays collimator iris and too large. He found the hv cable assembly causing the failure, and replaced the hv cable assembly. The system operates as intended.